Manufacturer narrative:
The 2 blades subject to this MDR were returned for evaluation. Upon evaluation it was visually confirmed that the first blade had 1 tab broken on the mount. The second blade had both tabs broken on the mount. Both blades were measured where possible and all critical specs were met. Lot number info had not been provided to permit further investigation. The root cause of both blades breaking is multi-factorial.

Event description:
It was reported via the user facility that two blades broke at the mount. It was also reported that there were no adverse consequences to the pt.